Manufacturer narrative:
Pump passed displacement test, sleep current test and active current test. Self test failed. Pump error 63 was noted. Unit was successfully download using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 4 (file number: 32122 and line number: 2727) on 02/24/2024 at 07:33:08 and two pump error 63 (variable info = 3, file number = 37 and line number = 367) triggered on 02/24/2024. Per engineering troubleshooting guide, it was determined that pump error 63 was due to hardware issue with the rf chip and pump error 4 is a consequence error of pump error 63. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Force sensor zero offset within spec (23 mv). Unit also received with cracked keypad overlay, pillowing keypad overlay, label damage (stained) and end cap address label missing. In conclusion, customer concern with missing segments/partial display was not confirmed. Pump error 63 alarmed during self-test. Pump error 63 and pump error 4 was due to hardware issue. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump's display is turning off by itself. Troubleshooting was performed and the customer reported a partial display. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.